Manufacturer narrative:
One intact 24cm hemo-flow catheter was returned for evaluation. A review of the manufacturing records was not possible as the lot number of the device was not provided. A visual examination of the device revealed a hole at the lumen to hub junction. An investigation has been initiated. When the investigation is complete, a final report will be submitted.

Event description:
It was reported that during a dialysis treatment, the nurse noticed a little blood on the pt's clothing. An examination of the catheter revealed a crack in the catheter.